Manufacturer narrative:
The investigation concluded there were two different patient samples with the barcoded label for the same sample ID. The patient sample initially loaded on the analyzer might not have been the correct sample, but instead, a completely different sample. The investigation did not identify any software malfunction. No further patient data was provided. No adverse events were reported.

Manufacturer narrative:
The following final repeat results were provided with testing performed on cobas #1: the bun result was 45 mg/dl. The chol result was 92 mg/dl. The crea result was 1.4 mg/dl. The glu result was 169 mg/dl. The hdl result was 24 mg/dl.

Event description:
The customer alleged a sample mismatch occurred causing discrepant results for multiple assays. The assays involved are urea/bun (bun), cholesterol generation 2 (chol), glucose hk generation 3 (glu), creatinine jaffe generation 2 (crea), hdl-cholesterol plus 3rd generation (hdl). Cobas 6000 c501, serial number (B)(4), which is the subject of this report, is referred to as cobas #1. Cobas 6000 c501, serial number (B)(4), another analyzer in the laboratory, is referred to as cobas #2. The customer pulled a sample from a specimen rack on cobas #1, which the sample tracking screen indicated had not been processed. The sample was run on cobas #2. When the customer went to enter the results for the sample, it was discovered the results had been verified and the results from the original run did not match the results run on cobas #2. The customer ran the sample a total of four times and provided the results below. The initial bun result was 45 mg/dl when tested on cobas #1. The first repeat result was 15 mg/dl when tested on cobas #2. The second repeat result was 14 mg/dl when tested on cobas #1. The initial chol result was 92 mg/dl when tested on cobas #1. The first repeat result was 286 when tested on cobas #2. The second repeat result was 271 mg/dl when tested on cobas #1. The initial glu result was 169 mg/dl when tested on cobas #1. The first repeat result was 103 mg/dl when tested on cobas #2. The second repeat result was 104 mg/dl when tested on cobas #1. The initial crea result was 1.4 mg/dl when tested on cobas #1. The first repeat result was 0.7 when tested on cobas #1. The second repeat result was 0.7 mg/dl when tested on cobas #2. The third repeat result was 0.7 mg/dl when tested on cobas #1. The initial hdl result was 24 mg/dl when tested on cobas #1. The first repeat result was 60 mg/dl dl when tested on cobas #2. The second repeat result was 58 mg/dl when tested on cobas #1. The initial results were reported outside the laboratory. The patient was not treated based on the erroneous results. The patient was not adversely affected due to the event. The reagent lot number for bun was 63600801. The reagent lot number for chol was 63506801. The reagent lot number for glu was 63298901. The reagent lot number for crea was 63484601. The reagent lot number for hdl was 63496201. The field application specialist determined a possible cause was a cobas software malfunction. The field application specialist rebooted the system and the customer returned the system to operation.